Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (tes non-functional) was confirmed. As received, the belt failed the te recognition test. Upon investigation, the solder joint connecting the rear pulse wires in the dn was broken. The cause of the failure was the broken solder joint. The cause of the broken solder joint was the pulled cable. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.

Event description:
A zoll distributor returned belt sn (B)(4) indicating that the therapy electrodes were non-functional.